Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check had failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.